Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 583 mg/dl. The customer had a diagnosis of severe hyperglycemia. The customer recovered on (B)(6) 2017. The infusion set site came apart and the customer did not realize that they were not getting insulin. The customer reattached the device and corrected the high blood glucose. The hyperglycemia was resolved. The product was not returned for analysis.